Event description:
It was reported that the right atrial (ra) lead exhibited high capture threshold and low out-of-range pacing impedance. On (B)(6) 2026, during the lead revision procedure, fluoroscopy was performed noting insulation damage on the ra and right ventricular (rv) leads. The physician capped and replaced the ra and rv leads that same day. There were no patient consequences reported.